Manufacturer narrative:
One tapered screw-vent implant was returned for investigation. Visual inspection of the as returned implant identified no sign of damage within the external threads of the implant. The collar and internal hex of the implant did not show signs of damage either. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: patient's identified unknown/ not provided. Age: patient's age unknown/ not provided. Weight: patient's weight unknown/ not provided. Date of event: date of event unknown. Additional device 510(k) number: k101880.

Event description:
It was reported that the implant (tsvm6b8) was removed due to peri-implantitis.